Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4)¿ the dentist reported that 14 days after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 35n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type IV).